Event description:
Physician introduced the guide catheter and noticed a strange shape. The guide catheter was removed and it was unclear if parts of the catheter remained in the pt. Pt was held for observation for 2 days and released after no deleterious effects were noted.